Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient contacted insulet's customer support reporting that "something is wrong" with their pod but did not provide additional details in the initial voicemail. Multiple follow-up attempts were made to obtain further information. During the first contact attempt four days later, the patient answered the call and reported being hospitalized at that time. The patient stated being "all drugged up" and requested a follow-up call the next afternoon. When asked whether the hospitalization was related to pod use, the patient stated of experiencing significant swelling and that "glucose would not come down." The patient also reported that the hospital staff removed the pod upon admission. Additional good-faith follow-up attempts were completed; however no further patient information has been obtained to date.